Manufacturer narrative:
Ptc investigation result was received on 09-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. No micro-insert was received. Large tight pitch coil found to be stretched and broken. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The returned complaint sample and the reported batch c12700 (production date 08-jan-2014 and expiration date 31-jan-2017) were investigated. The technical assessment concluded "unconfirmed quality defect." At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. The reported usability issue will be subject to post marketing surveillance monitoring. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2014 for the following meddra preferred term: complication of device insertion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion and implant was stucked into the tuba/physician had to pull the tube so hard that already due to that laparoscopy was appropriated. This event, interpreted as complication of device insertion, was considered serious due to medical importance and is listed for essure in the reference safety information. After technical analysis, a non-serious event was added: large tight pitch coil found to be stretched and broken, interpreted as device breakage (malfunction). This event is unlisted in the reference safety information for essure. In this case, it was reported that patient underwent a laparoscopic sterilization after unsuccessful essure insertion, a thermoablation was also performed. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. Laparoscopy as required intervention was performed, so the case is regarded as incident. Additionally, non-serious events were reported: problem with essure discharging mechanism/implant did not open and go off from catheter; unsuccessful insertion. According to product technical complaint investigation, the technical assessment concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2014 and presented problem with essure discharging mechanism/implant did not open and go off from catheter. Physician had to pull the tube so hard that already due to that laparoscopy was appropriated. Insertion procedure has failed. Physician informed about problem with essure discharging mechanism. It was reported that, during insertion, implant did not open and go off from catheter. One end fastened in catheter and with the same the other end fastened in tube. The implant was difficult to get loose and finally implant cut using a little force. With the help of other instruments completely to uterus discharged implant and its coat was managed to remove. Physician had to pull the tube so hard that already due to that laparoscopy was appropriated. The patient got laparoscopic sterilisation due to defective implant. No bleeding from tube. An abdominal cavity was clean. Indication for the whole sterilisation was thermoablation. Thermoablation was performed too. Follow-up information was received on (B)(6) 2014: on (B)(6) 2014 essure lot number c12700 was implanted. The implant was stuck into the tube and could not be released from the catheter. Other instruments and some force was needed to take the implant out of the patient. Bilateral placement was not successful. Sterilization was performed in laparoscopy. No further information was provided. Follow-up information was received on (B)(6) 2014. Physician informed that after unsuccessful essure insertion a laparoscopy was performed. Then thermoablation was performed too. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion and implant was stuck into the tube/physician had to pull the tube so hard that already due to that laparoscopy was appropriated. This event, interpreted as complication of device insertion, was considered serious due to medical importance and regarded as incident (laparoscopy performed), and is listed for essure in the reference safety information. In this case, it was reported that patient underwent a laparoscopic sterilisation after unsuccessful essure insertion, a thermoablation was also performed. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Additionally, non-serious events were reported: problem with essure discharging mechanism/implant did not open and go off from catheter; unsuccessful insertion. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.